Manufacturer narrative:
Correction: h6 - updated type of investigation, investigation findings, investigation conclusions codes for no product return.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator. The physician elected to explant the ICD. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not yet received.